Event description:
This customer reported that the "adjust image button" on the device did not work. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): this customer reported that the "adjust image button" on the device did not work. There was no report of patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.